Event description:
Boston scientific (bsc) crm received information that this pacemaker's battery longevity changed from 4 years remaining to 1 year remaining within 6 months. To the bsc sales representative's (sr) knowledge, there have been no programming changes. The sr did not obtain a magnet rate either. He stated he was not concerned, just curious about the change. Technical services (ts) was contacted and stated the longevity change could be due to rounding and differing pacing percentages. Ts asked if the sr would like a memory download performed and he declined. Subsequent information indicates that this patient underwent a replacement procedure and this product was explanted, replaced and returned for normal battery depletion (nbd).

Manufacturer narrative:
As of this report, the device remains in service. Should additional information become available, this event would be update as necessary. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.